Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic vibratory pain") in a 32-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis and cystitis interstitial. Concomitant products included medroxyprogesterone acetate (depo provera) and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vulvovaginal pain ("vaginal pain"), 1 month 16 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), oligomenorrhoea ("prolonged menstrual cycles"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure device removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vulvovaginal pain had resolved and the menstruation irregular, oligomenorrhoea, mouth ulceration, allergy to metals, anxiety, depression, vaginal haemorrhage, menorrhagia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, mouth ulceration, oligomenorrhoea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("acute pelvic vibratory pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menstruation irregular ("irregular menstrual cycles") and menorrhagia ("prolonged menstrual cycles"). The patient was treated with surgery (essure device removed). Essure was withdrawn. At the time of the report, the pelvic pain, menstruation irregular and menorrhagia outcome was unknown. The reporter considered pelvic pain, menstruation irregular and menorrhagia to be related to essure. Quality safety evaluation of ptc received on 14-dec -2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: a female plaintiff had essure inserted and experienced acute pelvic vibratory pain. Essure devices were removed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.